Event description:
A malfunction alarm was reported, indicated by the error code malfunction 0-0x277d, but there were no notable events leading to this issue. It was unclear whether the customer's blood glucose level exceeded the specified threshold, and no levels were shared. As a corrective measure, the pump was replaced by the distributor, rubin medical oy, and the customer was advised to return the malfunctioning pump to tandem within 10 days using a pre-paid label and box. Though informed about backup therapy options, the customer declined to share what method would be used to ensure uninterrupted insulin delivery.